Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scratched acoustic lens was deformation/breakage due to physical stress (handling problem). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrovideoscope showed bending manipulation and insertion tube defects. The device was returned for evaluation. During the device evaluation the following reportable malfunction was found: the acoustic lens was scratched. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Full e1 establishment name (B)(6) hospital. The device was evaluated by olympus the customer's allegation was confirmed. The device evaluation also found the following: water tightness was lost due to wear of the forceps control lever, a scratch on the bending section cover and grip. Also, due to wear of the angle wire, the bending angle in the up direction and play of the up down knob did not meet standard value. The adhesive on the bending section cover was detached, cracked and chipped. The paint on the air/water cylinder was peeled and the switch 1 was scratched. The light guide lens was cracked, and due to damage on the ultrasonic probe the image wad defective. Lastly, there was a chip in the adhesive area between the acoustic lens and ultrasound probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.